Manufacturer narrative:
The 2-way solenoid valve was returned to the instrument service center (isc) for investigation. Functional testing on the returned 2-way solenoid valve. The reported event could not be duplicated. The most probable cause of the reported event could not be determined possibly due to the problem being intermittent with the 2-way solenoid valve (sv402). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse confirmed the issue by reviewing the api report. Next, fse performed periodic maintenance (pm), replaced the solenoid valve (sv402), adjusted the incubator temperature to 37.0 celsius, and then recalibrated e2 and ran quality control (qc) along with api specimens without issue. All api specimens were now in range. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 04dec2017 through aware date (B)(4) 2019. There were no similar complaints identified during the search period. The estradiol st aia-pack package insert states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event has not been determined; investigation is currently in-process.

Event description:
The customer reported that one out of (B)(6) proficiency samples for estradiol (e2) failed with their aia-360 analyzer. The customer retained the sample in their freezer for further testing and sent the results to technical support (ts) for review. A field service engineer (fse) was dispatched to address the reported event.